Event description:
The customer's mother reported that the insulin pump battery died, but not alarms were received to warn that the battery was low. The customer's blood glucose rose to 348 mg/dl and treatment was required. It was not possible to perform troubleshooting as the patient was at school. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).